Manufacturer narrative:
Npb has attempted to contact customer in regards to event. No customer response. Npb will notify FDA should further info become available.

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt.